Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR:a visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that the proximal end of the stent was slightly deformed. As a result a proximal stent strut was stretched/misaligned. The balloon did not appear to have been subjected to any positive pressures. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that difficulty crossing occurred. Vascular access obtained via right femoral artery. The 22 mm in length 95% stenosed target lesion was located in a severely calcified and moderately tortuous proximal left anterior descending (lad) artery. A 2.50x28mm promus element plus stent delivery system was selected to treat the lesion but could not to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed proximal stent damage.